Event description:
The nurse initially reported that the surgeon had problems with chamber stability in several cases. Additional information received from the nurse on 07/01/2008 stated that the doctor had poor vacuum. The doctor hit some vitreous, but the nurse was not sure if it was due to the machine. One vit procedure was performed. One of the other units was rolled in, due to the next cases, and there were no further problems. The remaining cases proceeded without incident. The nurse also stated that they often have to prime a second time due to error codes (162's) after the first attempt.

Manufacturer narrative:
The company rep studied the event log, and found several unexplained error 162 codes on both the primary units in use. (They have a third unit for back-up). The system was checked, and it met specifications. The rep was unable to confirm the complaint; found no problems with vacuum, or anything else. The software was upgraded, and the stp was completed. No parts or supplies will be returned for evaluation. Investigation including root cause analysis is in progress.